Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of the filter. According to the patient profile form, there was filter strut perforation, migration of entire filter other than to heart, tilt, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc, and the device was unable to be retrieved. According to the information provided there was an unsuccessful attempt to retrieve the filter at the beginning of the same month and year that the filter was reportedly implanted. The patient further reports constant pain and swelling in the leg and groin with difficulty walking and inability to sustain erection. According to the medical records the patient was admitted for a percutaneous removal attempt of a retained optease ivc filter. The patient was status post successful regional thrombolysis and thrombectomy for deep vein thrombosis. During the procedure percutaneous access was obtained at the right jugular and right common femoral vein. During the first attempt to retrieve the filter, the filter experienced filter tilt. Those efforts were abandoned, and the patient was brought back for another attempt to retrieve the filter. The procedural notes indicated that the filter had an approximately 40-degree tilt with the apical portion against the right wall of the cava. Despite multiple efforts to extract the filter, the filter could not be engaged in a safe fashion to allow extraction. Completion venogram demonstrated patency of the filter with abnormal alignment. The bottom hook of the filter seemed to penetrate the wall of the cava. After the procedure a foley catheter was inserted and gross blood was noted to have returned. The physician irrigated the catheter without significant return. Six cc¿s of dye were injected retrograde and showed extravasation into the penile urethra with no flow into the bladder. The bladder had an extensive enlarged shape of retained urine. The balloon of the foley was deflated and withdrawn and a urology consult was made. Approximately seven years later a computed tomography scan of the abdomen and pelvis was performed. Results of the scan noted the vc filter presence at the mid ivc/lumbar spine. Severe angulation is present with both conical portions extending outside the confines of the vessel contour. Penetration of the vessel wall was felt to be unlikely. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Review of the information provided suggests that procedural attempts to remove the filter may have contributed to the reported filter tilt. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The patient reported constant pain and swelling in the leg and groin with difficulty walking and inability to sustain erection. Due to the nature of the complaint these events could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Since the exact nature of the penile injury that was incurred during insertion of the foley catheter, it is unknown if this event contributed to any of the further difficulties encountered by the patient. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, strut perforation, migration of entire filter other than to heart, tilt, filer embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. There was an unsuccessful percutaneous filter removal attempt. The patient further repots constant pain and swelling in the leg and groin with difficulty walking and inability to achieve erection. The following additional information received per the medical records state that the patient was admitted for a retained ivc filter. The patient is s/p successful regional thrombolysis and thrombectomy for dvt. During that procedure, filter tilt was noted, and retrieval attempts were unsuccessful. During the second removal attempt, it is noted that the filter is tilted, and the bottom hook seems to penetrate the ivc. Retrieval attempts were again unsuccessful. One year later, a CT scan of the patient¿s abdomen revealed the ivc filter at the level of the mid ivc / lumbar spine. Severe angulation was present; however, penetration of the vessel wall is unlikely.